Event description:
It was reported that the user experienced difficulty attaching the connector for the ilet system, and replacement supplies were provided after troubleshooting and education were completed. No reported symptoms. Outcomes included no reported impact on clinical status. Investigation included customer troubleshooting and user education. Investigation of this case revealed that the connector did not attach as intended but no alerts or alarms occurred. It was concluded that replacement supplies addressed the issue and the device can continue to be used as instructed.